Event description:
A report was received from the field indicating the sterrad unit was making a strange noise when injecting, and there was odor coming from the unit. They have not had any human reactions to the odor/smell.

Manufacturer narrative:
(B)(4) - oil mist: capital equipment, evaluated at customer site. The fse reported the following: the odor the customer was detecting was not from oil mist, but from the compressor growing hot due to back air pressure preventing startup. Oil mist was being emitted, but not in volumes that were visible outside of the sterrad. The oil mist filter assembly was replaced. (Decomp. Filter and coupling reused on new assembly). Ran vacuum pump and verified that oil mist was not being emitted from the new mist filter. Also, the odor customer referred to was not oil mist related, but the air compressor overheating due to failed check valve. Ran the vacuum pump and did find that system was emitting oil mist, but no oil mist odor detected. Checked system parameters to MFR specifications, and ran an empty test cycle. The system conforms to MFR specifications. Results - oil mist filter assembly and check valve. Conclusion: device repaired.